Event description:
The following has been reported: pump (B)(6) has a cracked rear case. A preliminary review of the logs identified the following issue: mechanical hardware failure (housing). The device was returned due to damage to the rear housing. Two screw holes are broken out of the housing and it is cracked at the bottom left corner, there is also a hole in the rear housing at the power button. The device was opened for internal inspection and found that the screw bosses from the front housing to the main pcba are broken off. The device was then powered on and alerted 'service needed'. Log files were pulled and found that there is a valve 3 ipc leak. Upon inspection of the valves, it was discovered that there is a broken wire from the connector to valve 3. Reporting as a conservative measure for the pneumatic valve 3 leak failure. No adverse effects were reported.